Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. **update** (B)(6) 2011 - litigation papers received. They allege that patient was implanted with asr on (B)(6), 2009, and revised on (B)(6), 2010. They mention elevated chromium and cobalt levels. Complaint was reopened to fix dates and add part and lot numbers for head and cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.